Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). It was reported that in (B)(6) of 2017, the patient was showing withdrawals. They went in and did a pump study, and found that the tip had migrated out of the spinal sack and they did a correction again by replacing the catheter.